Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined what the foreign material/stain was. It is likely that the following led to the foreign material/stain remaining: *for the foreign material in the air/water tube and cylinder - due to the leakage from switch2 identified during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. *for the foreign material/satin in the light guide lens - since the material was not adhered to the outer surface of the scope, the material may not have been removed by reprocessing. The light guide lens may have peeled due to physical stress by hitting/dropping distal end, and/or chemical stress. Subsequently, the light guide lens was invaded by humidity, then corroded. The issue can be detected/prevented by following the instructions provided in: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited white foreign material found inside the air/water tube and cylinder. In addition, the light guide lens contained foreign material that resembled corrosion. There were no reports of patient involvement.